Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that abutment screw fractured. The dentist placed it several years ago.